Event description:
It was reported that the doctor turned on the hps laser system prior to a case and a cloud of white smoke came from the machine; the doctor then turned machine off and set it off to the side. There was no patient injury reported.

Manufacturer narrative:
The voltage select board was not returned for analysis.

Manufacturer narrative:
System analysis/service repair: upon inspection of the laser console, a split in the water line was observed and the voltage select board was found to be non-functional. The water line was repaired and the voltage select board was replaced. The system was tested and verified to specification.